Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of poor-quality image. Block d4, h4: detailed model number and lot number were not provided to bsc. Good faith efforts were completed to obtain this information; however further information has not been received to date. Because the product information is currently unknown, no UDI and other product specific information is available. If additional details become available, a supplemental report will be submitted. Block h11: the reported issue could not be confirmed because the device was not returned for evaluation. No technical analysis could be performed because the complaint device was not returned. As a result, no device defect or malfunction could be identified. A risk review performed for the exalt model d scope device confirmed that the event of scope poor quality image was defined in the risk documentation and is documented accordingly. Thise event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the exalt model d scope device is acceptable. The most probable cause of the reported issue could not be determined due to insufficient evidence. Without the returned device for evaluation, it was not possible to identify or confirm any contributing factors.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2026. During the procedure, the picture from the exalt appeared to be blurry. The procedure was completed another exalt scope. There were no patient complications reported as a result of this event.